Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where patient found a hole or tiny cut in the tubing blood glucose level was displayed high at the time of the event. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: finland.